Event description:
The following has been reported: biomed reported: sometime after starting an infusion it gives an error stating tubing set problem. It has occurred with several sets. A preliminary review of the logs identified the following issue: pneumatic valve leak failure (valve 4). An active infusion was not stopped. Reporting as a conservative measure. No adverse effects were reported. Additional information is needed to complete the investigation.

Manufacturer narrative:
N/a.

Event description:
The device was returned for pneumatic valve leak failure. Device displayed a red pump service alarm after a cassette was loaded on to the device. Log files were reviewed and found that the pressure measured before reaching the negative tank was a lower value than expected. This problem can also be caused by a faulty pressure board. The installed manifold block was swapped out with a block used for testing purposes. The device was able to complete an infusion without failure with this testing block installed. It is recommended that the manifold block is removed and replaced with a new manifold block assembly. The fva pins had some drag when operated. The pins and their channels were cleaned but this did not resolve the dragging issues. Their lip seals will need to be replaced.